Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no disposable, pump won't run." Alarm was unresolved with troubleshooting. Patient was not affected. No patient injury. No additional information.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: regulatory.responses@icumed.com